Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a holder that was partially screwed on to the needle with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and the adhesive amount was found to meet specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use foreign matter was discovered with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from japanese to english: the connection part was defect. Additional information received: due to fm like adhesive, the connection is loose between eclipse and holder after a few minutes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use foreign matter was discovered with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from (B)(6) to english: the connection part was defect. Additional information received: due to fm like adhesive, the connection is loose between eclipse and holder after a few minutes.